Manufacturer narrative:
(B)(4). The field service representative evaluated the unit and determined the root cause to be due to the blender in the gas delivery engine. The gas delivery engine was replaced and the electrical systems test and operational verification procedure were performed and unit is meeting company specifications. The alleged faulty gas delivery engine was returned to the carefusion failure analysis lab where it is pending further evaluation. Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the blender delivery is out of specification; it will not get to (B)(4) and is failing the o2 calibration. It was found during the pre-use check and was not on a patient at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis department received the gas delivery engine for evaluation and was able to reproduce the reported failure and determined the root cause to be due to the assembly of the o2 blender.